Event description:
It was reported that upon explant of this inflatable penile prosthesis (ipp) the patient had developed fibrosis preventing the implant of a new ipp. There were no additional patient complications reported.

Event description:
It was reported that upon explant of this inflatable penile prosthesis (ipp) the patient had developed fibrosis preventing the implant of a new ipp. There were no additional patient complications reported.